Manufacturer narrative:
(B)(4). This is a report of use error in which the patient line was not properly primed, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain one of five. The patient was connected at the time of the alarm. During troubleshooting the patient stated that they were not sure if the patient line was completely primed before connecting to the homechoice because they did not check it. The technical service representative had the patient cycle the power on the homechoice to clear the alarm and to advance the device to press go to start. The technical service representative assisted the patient in opening door to remove the set. The patient will disconnect the proper aseptic way when ready. The technical service representative advised the patient to start over with all new supplies and to ensure patient line is primed before connecting to the homechoice. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.